Event description:
On (B)(6) 2010, a (B)(6) female patient had what is described as 'bilateral mastectomies with first stage reconstruction with tissue expanders." She is currently undergoing cancer treatment and is immuno-compromised. On (B)(6) 2010, the patient developed signs of an infection of the right breast and was re-admitted to the hospital. The patient was treated with ciprofloxacin. On (B)(6) 2010, cultures of the right breast were taken and (B)(6). As of (B)(6) 2010, the patient is listed as "improved". Dose, frequency & route used: single use, 64. Therapy dates: (B)(6) 2010. Diagnosis for use: soft tissue repair.

Manufacturer narrative:
Additional lot #0330906031. Additional exp. Date: 12/04/2012.